Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a double beep with cassette. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal intact. There was evidence of the problem recorded in the event history log. The reported problem, double beep with cassette was found/duplicated during the investigation. The investigation also found no disposable messages in the event history log which caused double beep - cassette attached, and attribute the problem to a faulty downstream sensor. It was recommended to replace the downstream sensor as corrective action. The root cause of reported problem was unknown. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Product is beyond 2 years from manufacture date of 2020-06 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service previously., corrected data: corrections d4: model number: 6400.